Event description:
It was reported that the physician was unable to interrogate a patient's device. It appeared that the device software was "no longer visible." The physician used a second programmer which he had as a back up. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.